Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided problem description and service report. Log files were not attached to this investigation. Our fse (field service engineer) was on site to investigate the issue further and found that expiratory membrane and safety valve required cleaning. After cleaning of the parts, the ventilator was tested and it passed all functional and safety tests and was cleared for clinical use.

Event description:
Manufacturer's ref.#: (B)(4).